Event description:
It has been reported that the patient received a durom hip generic on (B)(6) 2008. On her visit to her doctor, the patient was informed that her "metal is shaving off" and will need to be re-operated. The patient is being monitored due to pain and wear.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is still being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and/or if the patient undergoes revision surgery and the device(s) be returned for evaluation, an updated report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).